Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the physician accidentally connected and screwed the right atrial (ra) lead into the ventricular port. The physician attempted to unscrew the ra lead; however, the pacemaker screw failed to disengage. To complete the procedure, the physician cut the ra lead and implanted a new pacemaker along with a new ra lead. The patient remained in stable condition.